Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010. The cca was advised the patient manages her diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About a day and half after the start of the alleged product issue, the patient claimed she had a symptom of "blurry vision." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter; however, advised the patient the batteries needed to be replaced. The cca also educated the patient about using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.